Event description:
It was reported that during a mildly tortuous, mildly calcified, de novo, proximal, right coronary artery stenting procedure, a nc trek rx (3.5 x 15mm) balloon ruptured on the first inflation at 12 atmospheres. The nc trek rx (3.5 x 15mm) balloon and balloon delivery system were removed without difficulty. A nc trek (3.0mm) and a trek (3.0mm) balloon catheters were used to complete the procedure. There were no adverse patient effects or clinically significant delay in procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). Concomitant medical devices: guide wire: sion blue; guide cath: heartrail 6f jr3.5, volcano ivus. (B)(4): balloon was not soaked with heparinized normal saline to prior to use. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue it should be noted that the japan nc trek coronary dilatation catheter instructions for use states: submerge the balloon in heparinized normal saline during balloon preparation to activate the coating. If the surface of this device becomes dry, wetting with heparinized normal saline will reactivate the coating. If any resistance is felt during preparation, discontinue the use of the balloon and replace it with another balloon. Based on the information reviewed, there is no indication of a product deficiency.